Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4)received a report that during a procedure, one of the pumps of the s5 double head pump displayed only the rpm value and not the flow value. The user switched the pump off, then on and the issue was resolved. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during a procedure, one of the pumps of the s5 doublehead pump displayed only the rpm value and not the flow value. The user switched the pump off, then on and the issue was resolved. There was no report of pt injury.